Event description:
The customer states that a false positive result was generated on one patient sample that was tested with the axsym rubella igg assay. This sample generated results of 30, 0 and 0 iu/ml. No suspect results were reported from the lab. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.